Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: during testing, the up arrow, down arrow, and ok keypad buttons were under responsive. Evidence of contamination was found under the keypad. Unrelated to the complaint, the display was dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.